Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had bleeding at site and experienced high blood glucose level of 24.2 mmol/l. The customer reported that there was no site issues and the sensor was inserted in the back of right arm. The customer reported that there was a blood at the site. Product is not expected to return for analysis.